Manufacturer narrative:
(B)(4). The device was manufactured february 24, 2015 ¿ february 25, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a leak around the fill port area. It was not known if the leak was from the fill port or the connection between the stress-member and tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.